Event description:
It was reported that early implantable neurostimulator (ins) battery depletion was suspected. The reporter stated the ins depleted prematurely. The reporter further stated the ins would be replaced and the explant was planned for (B)(6) 2014. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.